Event description:
It was reported the pt was hit by a truck and 5 months later experienced a loss of therapeutic effect. When the pt increased the amplitude, he felt an overstimulation sensation and pain. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)